Event description:
The customer reported leak at the baths the beckman coulter act diff instrument. The customer stated the wbc and rbc baths were not draining and they overflowed. No patient samples were run during incident. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The technical support engineer instructed the customer on how to troubleshoot the issue. The customer drained the baths and they were draining slowly. The customer then bleached the waste line and the baths were draining properly. The customer ran qc samples and all parameters were within range and the baths were not leaking. Root cause for the leak is unknown, however the leak was resolved by flushing the drain of the rbc and wbc baths. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).